Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Customer administered injections to treat bg levels. Reportedly, customer received a replacement pump that had not been programmed with their previous pump's settings. Customer reported bg levels were stable and that their health care provider had adjusted the pump settings appropriately.